Event description:
Patient reported rupture and ¿implant integrity deterioration¿ with their right breast implant. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.